Event description:
It was reported that this implantable device was part of a system revision due to infection with erosion. The patient reportedly had wound dehiscence, purulent discharge, redness, swelling, and pain. There were no additional adverse patient effects reported. This implantable device was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.